Event description:
Reporter indicated that the patient was undergoing replacement surgery for his vns device. Upon implantation of the new device, the patient incurred asystole when a system diagnostic test was run. Per the physician, the patient has no previous history of cardiac problems. All attempts for further information have been unsuccessful to date.